Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a blank display. Customer stated the issue has persisted for several months. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting found the contacts on the customer's battery cap was corroded. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while a replacement battery cap was being sent. Customer declined to return the product for analysis.